Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. High pacing threshold measurements and poor morphology was also noted. This lead was explanted and was out of service no adverse patient effects were reported.